Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 597 mg/dl. The customer treated with bolus from the pump. The customer stated that the pump was possibly exposed to sweat during the night. The customer reported fluid under the lcd display. The customer stated that he took the battery out and the screen was pixelated. The customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
The pump alarmed motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The pump passed displacement, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display and missing segments/partial display noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window. No moisture damage was noted on the electronics assembly.